Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. On an unk date approx two weeks later, it was noticed upon flushing there was a fracture at the connection between the catheter and the suture wing distally. The PICC line was replaced.